Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty. I received a depuy pinnacle 100 cup size 50 mm, a tri-lock bps femoral stem size 4 high offset, a pinnacle metal insert 36 mm x 50 mm neutral, and an articul/eze metal on metal femoral head, 36 mm +12 femoral head. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also have difficulty walking, standing or sitting for extended periods of time. Dates of use: (B)(6) 2010 to present. Diagnosis or reason for use: osteoarthritis right hip.